Event description:
Customer reportedly tested 480mg/dl and took 5 units of regular insulin and 20 units of 70/30 insulin as a response to the result. Caller states that within 10 minutes, he felt shaky and eventually went into convulsions. Caller states that the paramedics arrived and obtained a result of 45mg/dl on their device. Customer rec'd a glucose shot, and was taken to the hosp to be released when his blood glucose stabilized. No quality controls were used. Customer had disposed of the suspect device.